Event description:
It was reported that there was a motor stall and recovery, also in logs, in (B)(6) 2014. It was noted that the motor stall recovered after the magnetic resonance imaging (MRI). No patient symptoms were reported. The pump was being used to deliver bupivacaine, baclofen (unknown), and dilaudid (hydromorphone). No patient symptoms or interventions were reported regarding this event. Additionally, it was not specified how long the motor stall persisted prior to recovery. Further follow up was requested to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10895r28, implanted:(B)(6) 2001, product type: catheter . (B)(4).